Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that heart rate of patient at bedside is different from heart rate at the central. The one in the room is wrong and central is correct. No patient or customer harm was reported.